Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11395 related manufacturer reference number: 2017865-2021-11397 it was reported that the patient presented remotely. Review of the transmission revealed that the left ventricular lead impedance was high and out of range. Additionally, there was noise on the right atrial lead, causing episodes of automatic mode switch, and the right ventricular lead had a high capture threshold that was previously noted. The leads would continue to be monitored, and the patient was in stable condition.